Event description:
(B)(4). Since essure, my joints have gotten to where I can barely walk from the hip down on days. If I sit for too long, I can't walk for a few minutes with extenuating pain, massive charlie horse type cramps in my tubes to where I double over in pain and can't move until they work themselves out. Bleeding that should send me to a hospital, soaking 2-3 super + tampons in an hour. No libido and massive pain during sex when I want it. Concentration problems. Weight gain, swelling, muscle pain, tendon joint pain. Nerve pain that is debilitating in my legs, feet, arms, shoulders, and neck. Swelling of the uterus that becomes like a 7 month pregnant woman. Migraines that cause time away and my energy levels are null and void.